Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of the patient. The endoanchors were implanted for the treatment of a type ia endoleak of a non-mdt stent graft. A non-mdt bare metal stent was also implanted during the procedure. It was reported approximately 5 years post the index procedure that patient expired. The cause of death is undetermined. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
Additional information received; the death was reported by the investigator to be not device or procedure related. If information is provided in the future, a supplemental report will be issued.